Event description:
It was reported that stent dislodgement occurred. A 3.00 x 16mm synergy xd drug-eluting stent was selected for treatment. However, the stent became dislodged inside the patient. The procedure was completed with another of same device. No patient complications were reported, and the patient was stable following the procedure.

Event description:
It was reported that stent dislodgement occurred. A 3.00 x 16mm synergy xd drug-eluting stent was selected for treatment. However, the stent became dislodged inside the patient. The procedure was completed with another of same device. No patient complications were reported, and the patient was stable following the procedure. It was further reported that no stent dislodgement occurred. The vessel was very tortuous, making it difficult to deliver the stent catheter and causing it to be kinked.